Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for re-implantation has not been made available.

Event description:
The patient suddenly no longer had any sound perception with the device. There is no report of accident or trauma. Re-implantation is being considered but no date for surgery has been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has suddenly no sound perception with the device. Family reports no incident of accident or trauma. No health changes were observed. X-ray imaging or CT imaging is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report

Event description:
The recipient suddenly no longer had any sound perception with the device. There is no report of accident or trauma. No health changes were observed. The hearing performance with the contralateral left ear is ok. The device was explanted.